Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's healthcare professional reported via phone call hospitalization event. The customer's blood glucose was 430mg/dl and current blood glucose 126mg/dl. The customer did not have sensor or auto mode feature on. Customer was hospitalized due to the high blood glucose and diabetic ketoacidosis due to the bent cannula, gave three corrections and had no occlusion alarm. Customer was treated with IV insulin. Customer decline to complete trouble shooting for no delivery alarm. Customer reports performed changed complete set (inf and res) at the hospital. The customer will return the product for analysis and sending replacement sets. The insulin pump will not be returned for analysis.